Manufacturer narrative:
Unable to download using carelink pro. Unable to determine the root cause, problem isolated to the electronic assembly. (B)(4).

Event description:
Information received by medtronic indicated that the customer was unable to upload care link. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.